Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Although it was communicated that the user of the device spent a lot of time finding the missing silicon pieces no patient injuries are being reported due to the additional surgical time. The procedure was completed using the same device. Since no patient injuries or adverse consequences were reported. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found a related failure; this failure mode will be trended to assess for any necessary corrective actions. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Risk management documents review found no additional risks that require to be added to the reference document. No further additional actions are required at this time. Visual inspection revealed moderate erosion of electrodes and contamination around the tip. Insulation chipped. Bent tip. The device was plugged into a known good controller. Functional evaluation revealed that while the device fired, the glow of the ablate function was lower than expect on default and maximum settings. Coagulate performed as intended. The complaint was verified as the device's insulation was chipped and the electrode was weaker than expected. The root cause was determined to be component failure. Factors, which may have contributed to the reported complaints include: 1) the bent tip may have cause the weaker glow of plasma. 2) the insulation may have been cracked due to coming into contact with a hard surface, such as a cannula. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that while using reflex ultra 45 coblator ii, the coating at the end of the wand peels off and it took time to find the missing silicon pieces the procedure was completed with the same device within a delay shorter than 30 minutes with no further complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.